Event description:
It was reported that the customer was unable to prime the pump. Customer took the battery out of the pump and it won't let her take any insulin. Customer stated that she received a no delivery alarm last night while trying to set up a new infusion set. Customer was not able to get it to prime. Customer removed the infusion set and gave herself manual injections. Customer removed the battery from the pump and now it needs to be reset. Call was dropped. No further details given.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.